Event description:
The customer obtained lower than expected vitros dhdl patient results from a vitros chemistry products bubc slide cartridge that was misidentified as a vitros chemistry products dhdl slide cartridge on a vitros 5,1 fs chemistry system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The biased results were reported out of the laboratory. Corrected reports were issued for all affected patient samples identified, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros dhdl patient results were obtained from a vitros chemistry products bubc slide cartridge that was misidentified as a vitros chemistry products dhdl slide cartridge on a vitros 5,1 fs chemistry system. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 5,1 fs chemistry system was operating as intended.